Manufacturer narrative:
Concomitant products: product ID: 8709, lot# l55006, # implanted: (B)(6) 1998, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had missed a refill due to being in the ¿mountain area, the allergies made him sick¿ it was noted that the patient usually gets refilled one week prior to alarm date. It was noted that the patient rescheduled refill for (B)(6) 2014, however, the patient was told that the alarm date was on (B)(6) 2014 and that the patient should have ¿24-48 hours of medication left.¿ it was stated that the patient had not heard any alarms as of day of report. It was noted that the patient did not report any symptoms. It was noted that the patient had not heard any alarms with the current pump. The pump system was delivering baclofen and morphine. Additional information received reported that an alarm was not heard but confirmed by telemetry. Telemetry confirmed a non-critical alarm was occurring. The next refill date alarm was on (B)(6) 2014. It was noted that the patient was in for a refill on the day of report and had not heard the pump alarm. It was confirmed that the patient did not have any symptoms. Additional information received reported that the patient was unable to make a refill appointment on (B)(6) 2014 because they were sick. Patient had pump filled on (B)(6) 2014. It was noted that the pump was supposed to alarm but it didn¿t. It was reported that the ¿pump was saying it was on but it wasn¿t.¿ it was noted that the patient had some withdrawal symptoms which started around the ¿(B)(6).¿ it was further stated that the patient usually started to get ¿some withdrawal symptoms when it was getting close to his refill date.¿ the healthcare provider (hcp) tried to schedule the patient to get their refill a week to two weeks before the alarm date.

Event description:
It was later reported that low reservoir alarm occurred on (B)(6) 2014 and the patient and the hcp's office did not hear the alarm. Pump logs indicated that the alarm sounded on that date. Test alarms were played and the patient was unable to hear them.